Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 900 mg/dl. The customer's current blood glucose is 200 mg/dl. The customer did not experienced symptoms due to high blood glucose at the time of hospitalization was feeling sick, headache, tired, weak, altered vision, thirst. The customer treated high blood glucose with insulin drip. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2022. There was no data available for no delivery alarm/insulin flow blocked alarm on the event date of (B)(6) 2021. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to confirm battery cap damage due to pump received without the original battery cap. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.